Event description:
It was reported by the pt that she recently had a da vinci hysterectomy procedure and was under anesthesia for 8 hours instead of the expected 4 hours due to her being severely overweight. She stated that she woke up and was unable to move either of her arms, however, after time, she was able to get full use of her left arm. She stated her right arm is still in a lot of pain.

Manufacturer narrative:
Due to the pt not providing the site name of where her procedure was performed, we are unable to confirm whether or not malfunctions of the da vinci surgical system were reported to have occurred during the procedure. Based on the info provided, it was determined that the da vinci surgical system likely did not malfunction in a way that would cause nor contribute to the pt injury, however, the pt's positioning and the extended procedure duration may have contributed to the event.